Event description:
The 840 ventilator stopped cycling while in use on a pt. The pt was n ot harmed or injured as a result of the event. The nellocor puritan bennett customer support engineer (cse) verified the malfunction. The cse inspection the device and replaced the bdu pcb. The unit passed extended self testing.